Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned severed 51cm from the distal tip. Visual inspection revealed trilumen insulation damage and conductor exposed 30 cm from the distal tip. Due to the location and the type of damage it was most likely caused by entrapment in the clavicle/first rib region.

Event description:
Boston scientific received information that this lead was extracted with a laser due to noise and low pacing impedances on this right ventricular lead. Upon explanting the lead it appeared that the lead had deteriorated. The lead will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.